Event description:
Pt was awake and oriented, while being wheeled to test in wheel chair. Pt reported she put her hand in spoke of wheelchair, and her fingers were hit by spokes. Third finger remains slightly swollen and eccymotic. Ice applied as per order.